Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and a map shift issue occurred without patient movement or cardioversion before the shift. It was reported that after right pulmonary vein isolation (rpvi), during left pulmonary vein isolation (lpvi) when the thermocool® smart touch® sf (stsf) catheter was moved to right pulmonary vein (rpv) the location of rpv roof greatly changed. Fast anatomical mapping (fam) was created ended by conducting by fam guide. The procedure was successfully completed without patient's consequence. The issue was seen after ablation. Based on the information available, the event was assessed as not MDR reportable since this is normal or expected response from the system when there is patient movement or cardioversion prior to the map shift. There is no system malfunction. On 29-mar-2022, biosense webster inc. Received additional information about the event indicating that no error was provided by the system. The approximate difference in catheter location before and after map shift was about 8mm. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. Based on the additional information received confirming there was no patient movement or cardioversion, this event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and a map shift issue occurred without patient movement or cardioversion before the shift. It was reported that after right pulmonary vein isolation (rpvi), during left pulmonary vein isolation (lpvi) when the thermocool® smart touch® sf (stsf) catheter was moved to right pulmonary vein (rpv) the location of rpv roof greatly changed. Fast anatomical mapping (fam) was created ended by conducting by fam guide. The procedure was successfully completed without patient's consequence. The issue was seen after ablation. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. Device investigation details: the device investigation has been completed. The procedure data was requested by the manufacturer for investigation, but no data related to the issue was not provided. According to bwi representative, the data was no longer available. Investigation of the map shift issue was not possible. The bwi field service engineer (fse) visited the account and was not able to duplicate the issue. Fse reinstalled the carto 3 software application on the carto 3 workstation and performed system test per acceptance testing procedure (atp). All tests passed. In addition, the history of customer complaints associated with this specific system was reviewed and it was found that the issue was not reported anymore. As result, the root cause of the reported map shift issue was not determined. The history of customer complaints reported during the last year associated with carto 3 system # 50179 was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the carto 3 system # 50179, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).